Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since being in the hospital 3 times, recently for pneumonia, congestive heart failure and stage 3 kidney failure, they used their programmer to check their interstim device. Pt said they were not "getting readings" (but did not provide clarification about this) pt said they went all the way down to program 1 at 0.1n and noticed they had some burning so they increased back to 0.3, they have decreased and increased back and asked: can the stimulator cause burning? Or, can it cause them to not go to the bathroom (understood pt meant: like they normally do). Pt said, this morning when they went to the bathroom their flow was not what it should be, it was "trinkling" so they were concerned. Reviewed interstim complications can include: undesirable changes to bladder/bowel function. Reviewed the potential to turn stim off altogether to monitor if the burning persists. Worked with pt and their programmer to understand button function and icon meaning. Pt chose to turn stim off and will monitor the effect. Pt confirmed they understand how to turn stim back on. Pt said they have an appointment with their urologist today to further address the issue. The patient's relevant medical history included pt mentioned they have had so many utis. Pss asked if pt's kidney failure started prior to getting interstim and pt did not provide an answer however stated they think they have had it for a while, they saw their general practice doctor yesterday and discussed it with them. Pt also reported they are trying to get their body up to where they are urinating like they need to but they have not had a bowel movement in 3 days, their whole system is out of whack. No further clarification could be done as pt wanted to end the call. Pt said they will see their urologist today.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.